Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: initial reporter: (B)(6), event site name: (B)(6).

Event description:
It was reported by getinge fst during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) batteries worn out in 3 years less. No patient was involved.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The battery autonomy test failed at 111 minutes. The repair ot was created because the batteries are still within the 3-year validity period. The fse replaced the batteries to resolve the issue.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11 corrected field - e1(initial reporter, event site email), e2(health professional), e3(occupation), e4(initial report sent to FDA), g2(report source).